Event description:
Spacelabs received a report that a blease sirius anesthesia machine lost all pressure readings, bellows movement, and tidal volume on (B)(6) 2015 while in patient use. No one was injured as a result of this event.

Manufacturer narrative:
Onsite investigation by a spacelabs field service engineer (fse) confirmed the involved device performed to specifications. Based on information obtained from the equipment logs, there was an alarm triggered by the fresh gas setting at too high a rate during the patient case reported in this event. This is a user selectable setting. When the user selectable fresh gas setting is too high, it prevents bellows movement as described in the complaint and an alarm is triggered to alert the user. No other issues were found based in the equipment log. The product worked as designed; there was no malfunction. This report is considered complete and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation of this event and will file a supplemental report when the investigation is complete. Placeholder.